Event description:
It was reported the battery was depleted. The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed a no output and no telemetry condition, with high current drain also observed. Further analysis found the cause of the high current drain was solder bump anomalies on an integrated circuit. The electrical short between two signals caused the high current drain.